Manufacturer narrative:
Reported complaints of impedance anomaly and connection problem were not confirmed. During investigation mechanical evaluation of header was performed and atrial setscrew was noted to be out of connector block due to excessive loosening of setscrew.

Manufacturer narrative:
H6.

Event description:
It was reported that during implant high impedance and set screw anomalies on the implantable cardioverter defibrillator (ICD). The physician elected to replace the ICD. The patient was in stable condition.